Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a severely scratched/worn display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include cracked battery tube threads, a cracked reservoir tube lip, and a severely scratched/worn display window.

Event description:
The customer reported via phone call that she could barely read the screen on the insulin pump. Customer stated that the scratches were so bad that she had to move the pump around to read the screen. Customer went to see the doctor and her medtronic trainer. They both recommended calling to report the damage of the pump. Customer stated that she can't see the numbers unless the pump is in the right light. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.